Manufacturer narrative:
Patient has displayed inconsistent reporting of symptoms. Initial trial and implant were placed to treat patient's reported pain area in the shoulder. Patient later stated that the shoulder does not have pain and that symptoms are in the mid and lower back area. There is no indication that the nalu system had failed or malfunctioned in any way. The placement of the device was appropriate per the patient's initial pain symptoms. Suspect some other underlying health issues are contributing the patient's symptoms and subsequent request for explant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. Patient underwent a successful trial phase with nalu and confirmed that the placement of the trial system was addressing the pain symptoms. The permanent system was implanted in the same location as the trial and targeted the suprascapular nerve. Approximately one month after activating the system, the patient presented at a local emergency department reporting feelings of nausea, shortness of breath, chest pain, and general anxiety, which the patient associated with use of the nalu system. All diagnostic testing returned normal results and the patient was advised to hold use of the system until being evaluated. The system was re-activated at a later date and the symptoms seemed to have resolved, however the patient then reported that the system was failing to treat pain symptoms. Further investigation found the patient reporting pain in the mid and lower back area while the nalu system was intended to treat reports of shoulder pain. Patient was offered reprogramming to attempt to improve pain coverage however patient declined all troubleshooting and requested to have the system removed. Attempted full system explant was performed on (B)(6) 2024 per patient request. The implantable pulse generator was successfully removed however the implanted leads were unable to be removed and were left implanted.